Event description:
Additional information received later indicated that program 2 and 4 worked best for patient. The patient was wondering if there can be a compromise where she could get the combination of program 2 and 4. The patient reported with stimulation she would get slight headaches or stimulation would ¿overwhelm" her meaning stimulation was too high but if stimulation was lowered patient would then have return of urinary frequency. The patient status was reported as unknown.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. Sometimes it was too strong, so she would lower it and then had frequency. If it was left at a higher frequency she would get a headache and was going every fifteen minutes. With the device, sometimes she went every 40 minutes, whereas before implant was going every 20 minutes. The patient was reprogrammed and it was not helping. She tried number 4 and it was ¿kind of the same.¿ the battery also hurt every time she lied on that side since implant. The patient also mentioned getting ¿like four infections before implant.¿ she called them urine infections, because she went on antibiotics and was still taking the medication.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient still had concerns regarding their device or therapy but working with manufacturer representative or health care provider. The patient appointment was scheduled on 2015-(B)(6).

Event description:
The patient was implanted on the day of this call and reported was not able to adjust stimulation. The patient had no lightning bolt and kept losing the patient programmer signal by bouncing to a synch icon when trying to turn the stimulation on or adjust the settings. The patient stated she was going to the bathroom every 20 minutes and did not know how to setup the unit. It was noted patient took out aaa patient programmer batteries and reset but still had issue. Later in the call patient was had changed out the batteries like suggested for troubleshooting and was able to turn on the stimulation with top blue key and get lightning bolt. The patient adjusted the stimulation up to 0.40v and felt the stimulation. The patient was on program 3 with lightning bolt, was able to adjust it up to 0.40v and felt stimulation. Additional information came in three days later that patient was not getting good relief and never had therapeutic effect. The patient was not getting as good of relief as when she did the trial. The patient had some pain that came on a day prior to this call that felt like a bladder infection. The patient saw turn neurostimulator (ins) on message when trying to change program. It was noted that patient may have turn stimulation off. The patient was assisted on turning stimulation on and up to 0.8v. Patient reported programmer training was ineffective because patient was still under the effects of anesthesia. Additional information came in on (B)(6) 2014 that patient was having problems on sunday because she was going to the bathroom very frequently. The patient wanted to try all programs because sometimes she would go to bathroom every hour or 2 hours. The patient indicated that at night when she tries to put the intensity higher, not to wake up at night, it bothers her leg but during the day symptoms are better. The patient indicated that her bladder hurts for 3 yrs and that was why she was trying different program to see which was better. The patient was scheduled for appointment on (B)(6) 2014. Additional information obtained on (B)(6) 2014 reported that patient had an infection and still urinates frequently since implant. The patient noted that when turns stim down she was urinating frequently, and was going to the bathroom every 20-30 minutes, the same as before the implant surgery. When she turns stim up she was very overwhelmed, her leg hurts. The patient stated that once in a while it was 30-40 minutes but a lot of times it was the same. The patient reported she felt signal in her legs and sometimes her legs hurts. The patient reported that sometimes it was very strong and sometimes she starts feeling it after many hours. Sometimes it hurts on the right lower area where she has her bladder. She did not feel pain at the beginning of the implant, no pain the first 2-3 days. But as she kept trying programs she started feeling the pain on the leg every day. The patient didn¿t remember if it was program 2 or program 3 where she was feeling strong stim on her feet. The patient stated it was overwhelming, her toes are getting numb, especially the right side because everything was on the right side. On program 1 patient felt pain on right side of ovary. The indicated that program 4 was most comfortable and worked in the beginning, suddenly the last few nights patient woke up at 3 or 4 am ,very sleepy, felt pain in her right side or she felt overwhelmed and needed to urinate. The patient felt pain like her muscles have pain and therapy was not working the same way. The pain on the right side started a few days ago. That pain was not new; she had it even before the implant. Diazepam has been helping her to sleep. P 1 was too hard on her vagina; it was too sensitive, too much. P 2 or 3 was too strong for her feet. Pt stayed on p 4 the longest. At least at night she was sleeping getting up twice at night going to the bathroom 2 times. The patient stated she went to see her health care provider (hcp) post-surgery, on (B)(6) and told her hcp that her equipment was not working and she still had a lot of urinary frequency. On the same day, on (B)(6), in the afternoon it was hurting a lot and patient started bleeding. She went to ER on (B)(6) because of bleeding, infection. They gave her antibiotics and she was taking antibiotics for 10 more days. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).